Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon catheter was stuck on the wire. A 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire 200cm were selected for a percutaneous transluminal angioplasty (pta) procedure in the right popliteal p2 segment, tibial-fibular trunk. During the procedure, they punctured the right tibial and the v-18 control wire was advanced in an antegrade approach through a non-bsc 6fr sheath. The wire was passed through the occlusion in the p2 segment. After dilatation using a 4mm sterling balloon catheter, the wire was advanced further into the fibular artery. A 2.5mm dilatation was performed and then the tibial-fibular trunk was dilated with a 3.0mmx60mmx135cm sterling balloon catheter. At this point, the wire could not be advanced further. The physician attempted to remove the catheter from the wire with no success. The 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire were removed together. There were no patient complications reported and the patient was ok. The procedure was completed with another of the same device.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR: analysis of returned product revealed that the device had the distal tip and distal section of the wire kinked . The device was entrapped in a balloon catheter. Overall length was within specifications. The outer diameter (od) of the distal tip was within specifications. The od of the middle of the device was unable to be measured due to the condition of the device. Od of the proximal section was within specifications.

Event description:
It was reported that the balloon catheter was stuck on the wire. A 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire 200cm were selected for a percutaneous transluminal angioplasty (pta) procedure in the right popliteal p2 segment, tibial-fibular trunk. During the procedure, they punctured the right tibial and the v-18 control wire was advanced in an antegrade approach through a non-bsc 6fr sheath. The wire was passed through the occlusion in the p2 segment. After dilatation using a 4mm sterling balloon catheter, the wire was advanced further into the fibular artery. A 2.5mm dilatation was performed and then the tibial-fibular trunk was dilated with a 3.0mmx60mmx135cm sterling balloon catheter. At this point, the wire could not be advanced further. The physician attempted to remove the catheter from the wire with no success. The 3.0mmx60mmx135cm sterling balloon catheter and a v-18 control wire were removed together. There were no patient complications reported and the patient was ok. The procedure was completed with another of the same device.